Manufacturer narrative:
(B)(4).

Event description:
Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further.

Manufacturer narrative:
(B)(4).

Event description:
Per doc-(B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further.